Manufacturer narrative:
Results: as received, the visual inspection of the 3286 lamitrode revealed two compression marks on either side of the 5th stim electrode and scratches on the stim electrodes. Continuity testing revealed that channel 5 was open. Stressing the lead isolated the open to the paddle. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a lead was returned to sjm without an explanation or sender information. Further device information is unknown.